Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issue with insulin pump. The customer blood glucose level was unknown. Customer reported that the insulin pump alarmed battery out limit after 15 hours without a battery. Troubleshooting was performed. Customer was advised to clean the alert pressing esc and act, but they informed that keypad was not working. Customer states time clock was advanced. Customer was advised to discontinue use of the insulin pump and to revert to back up plan. Customer stated that the insulin pump was not bumped, dropped or exposed to moisture. The device will be returned for analysis.